Manufacturer narrative:
H3, h6: the cori drill p/n rob10013 (B)(6) intended for use in treatment was returned. A functional evaluation was performed and the reported errors were not confirmed. The drill functions as intended without any connection issues or errors. Although the drill operated as intended, the log files were provided for review and confirmed the reported drill disconnect error messages for drill (B)(6) in the bur loading stage. These error messages were triggered by a tool homing failure error. A tool homing failure error could be due to a possible obstruction in the drill that prevented the drill from homing properly, or an intermittent issue with the exposure motor. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the product, ri robotic drill (us), rob10013, (B)(6) intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a loose connection causing intermittent connectivity. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a training session with cori system, a multitude of errors were experienced: drill disconnect errors, which appeared to be due to overuse or overheating and the bur became stuck inside the drill and attachment could not be removed to remove the handpiece tracker; a back slap was used to disengage the bur and the pieces were removed and used on the other handpiece (B)(4); the other drill stopped working and the system had to be restarted entirely (B)(4). Also, there was a tibial bone model generation error, which was bypassed by removing a few points before continuing; a critical error notification; and a bad console notification; while entering a new case, the system shut down and the blue man appeared so a reboot was required (B)(4). As this event happened during a demo, no patient was involved. This was the third event of three.